Manufacturer narrative:
The t:slim g4 user guide states, "your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (value unknown) and treated with intravenous insulin drip. Customer reported that prior to hospitalization, an auto-off alarm occurred and customer addressed the alarm and resumed insulin delivery immediately. Customer reported that the auto-off alarm did not impact blood glucose. System check was performed with tandem technical support and the pump performed as intended. Customer was discharged from the hospital on (B)(6) 2017. Reportedly, customer is using manual injections to manage diabetes but will revert to the pump in the near future.